Event description:
The user rec'd differing results for total bilirubin on the cobas 501 when compared to the beckman dxc. The user also noted the direct bilirubin result was higher value than the total bilirubin. The physician at the site do not believe the cobas results and state they can establish different diagnosis depending on which instrument produced the results. The results for two samples were provided. All results are in mg per dl. Sample 1 total bilirubin result from the cobas was 4.04, result from the dxc was 2.90. The direct bilirubin results were 5.18 and 4.12. Sample 2 total bilirubin result from the cobas was 4.44, result from the dxc was 3.00. The direct bilirubin results were 4.31 and 3.68. The user stated there were no pts affected as only the results from the dxc were released. If add'l info is rec'd, appropriate notification will be provided.